Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a healthcare professional saw extra pacing spikes on the hospital monitor and did not suspect it was due to the monitor equipment. A remote transmission was sent that indicated normal device function. The device remains in use. No patient complications have been reported as a result of this event.